Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears would not pass initial testing, according to manufacturer¿s instructions, prior to use. Following numerous attempts to resolve the issue, the generator displayed a ¿replace instrument¿ message. A subsequent ¿like¿ device was utilized without issue.